Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e ns1020, serial/lot #: (B)(6), ubd: 13-sep-2024, UDI#: (B)(4), concomitant continuation of d10: brand name numed cp 28 stent; brand name medtronic ev3 max ld 26 mm stent; brand name atlas gold 14 mm balloon; brand name atlas gold 20 mm balloon; brand name numed18 mm balloon in balloon (bib) stent placement catheter; brand name gore 24f dryseal introducer sheath of 64 cm. Product analysis: the device(s) were not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during implant of this transcatheter pulmonary bioprosthetic valve, the patient was pre-stented with a numed cp 28 stent on 18 millimeter (mm) balloon, second medtronic stent ev3 max ld 26 mm implanted and overlapping into distal numed cp stent and into proximal end of left non-medtronic pulmonary artery (lpa) stent (jailing the right pulmonary artery (rpa)). Pre dilation with an atlas gold 14 mm balloon of the lpa stent was performed. Right ventricular outflow tract (rvot) stents both pre-dilated with atlas gold 20 mm balloon. The middle distal part of ev3 max ld 26 mm stent was dilated open and rpa and lpa were dilated in parallel with atlas gold 12mm balloon ( rpa) and 14mm (lpa). The melody was folded at both ends due to the short landing zone of 20 mm. The valve was loaded on the 18 mm ensemble delivery system. There was difficult positioning the valve correctly, and acceptable position could not be reached. The 18 mm ensemble kinked several times and finally could not be moved over the guidewire. The guidewire and 18 mm ensemble were removed. The guidewire wire had cut into the distal part of the introducer tip of the ensemble and the sheath was kinked several times. The stented rvot was dilated again. A melody was loaded on a new 20 mm ensemble. The 20 mm ensemble was placed into correct position, but all attempts to deploy the valve failed. The sheath separated from the stopcock valve (distal end of the ensemble system which remains outside of the patient during the procedure). The system was removed and a severe kink and a cut in the distal sheath distal to the melody valve were observed. The ensemble issue had prevented the deployment of the valve. The melody valve was crimped on a separate 18 mm balloon in balloon (bib) stent placement catheter (numed) and successfully implanted via a 24f gore dryseal introducer sheath of 64 cm length. Patient was moved in stable condition to the intensive care unit (ICU). The overall procedure took 7 hours and the ensemble delivery system issues took 3 of the 7 hours. Per the physician, no calcification was noted as the child was young and the anatomy was small. Of note, a sharp turn was required to maneuver the ensemble into the stented right ventricular outflow tract. It was noted that the stent in the right ventricular outflow tract was infolded afterward as a result of the stiffness of the ensemble and the tight angle to get the ensemble into the stent. The patient was discharged four days later. Seven days following the pulmonary bioprosthetic valve implant, the patient was reported to be doing fine with regards to hemodynamics and cardiac function, but with a hematoma in the left groin and was sent home with no treatment reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis for pli 10: upon receipt at medtronic¿s quality laboratory, the two ensemble delivery systems were returned coiled, and zip tied together. The d elivery systems were untied for further analysis. This analysis relates to the first of the two returned delivery systems. The sheath was in an unadvanced position; balloons were not covered. A kink was noted on the sheath. No tears were noted on the inner and outer balloons. The blue tip was damaged with a cut (slit) found on the distal end. The surface was slightly rough; not smooth. Multiple kinks were found on the catheter shaft proximal to the sheath. An additional kink was noted on the proximal end of the catheter shaft. The adjustable sleeve was intact; no damages were observed. The sheath to haemostatis valve was intact; no damages were noted. The stopcock was intact; no damages were observed. The trifurcate sleeve and all three (3) luer hubs connectors were intact; no damages were noted. Product analysis for pli 20 (associated product): upon receipt at medtronic¿s quality laboratory, the two ensemble delivery systems were returned coiled, and zip tied together. This analysis relates to the second of the two returned delivery systems. The sheath was in an unadvanced position; balloons were not covered. A kink was noted on the sheath. No tears were observed on the inner and outer balloons. The blue tip was intact; one small bend was noted on the distal end. Kinks were found on the catheter shaft proximal to the sheath. Additional kink was noted proximal to the adjustable sleeve. A small cut was noted on the outer catheter shaft. The adjustable sleeve was intact; no damages were noted. The sheath to haemostatis valve was damaged. The outer shaft detached from the haemostatis valve, exposing the inner catheter shaft. Multiple kinks were found on the inner catheter shaft. The outer shaft end that connected to the valve was flared. The stopcock was intact; no damages were noted. The trifurcate sleeve was intact. All three (3) luer hubs connectors appeared intact; no damages were noted. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H10 - conclusion for pli 10: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The ensemble ii device was returned to santa ana for visual analysis. The analysis showed that multiple kinks were found on the catheter shaft and the sheath. The blue tip was damaged with a cut (slit) found on the distal end. The surface of the tip appeared slightly rough; not smooth. The device was then forwarded to numed (manufacturer) for additional analysis and evaluation. There have been no similar other complaints associated with this lot number. There are multiple kinks in both the shaft and the sheath. The system would not accept a 0. 035" guidewire. There is a tear at the distal end of the obturator tip. The cup at the distal end of the sheath is deformed. In addition, there are multiple kinks in the cup. The proximal end of the cup has been stretched. The outer diameter of this section measures 5.7 millimeter (mm); and the ensemble cups measure was 6.9mm when shipped. In conclusion, the reported complaint, kink and damage on the introducer tip of the ensemble, are confirmed. In this case, the conditions of the returned catheter are most likely due to patient anatomy. Per the physician, he states that ¿no calcification was noted as the child was young and the anatomy was small. Of note, a sharp turn was required to maneuver the ensemble into the stented right ventricular outflow tract." The condition of the cups (introducer tip of the ensemble) also indicates that excessive force was applied to the system during the procedure. The instructions for use (IFU) for the ensemble ii delivery system states: " do not advance the guidewire, balloon-dilatation catheter, or any other component if resistance is met, without first determining the cause and taking remedial action." Based on the product analysis, manufacturing assessment/evaluation, and investigation, the main probable cause of the kink, introducer tip damage, unable to advance, and positioning difficulties were patient anatomy. Vascular / access site complications, such as hematoma are known potential adverse patient effect per the IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Images were received to review. Summary of the review: right ventricular outflow tract (rvot) pre-stent infolded afar first ensemble posterior anterior (pa)-anterior posterior (ap) view with a wire or catheter into the right pulmonary artery (rpa) from the femoral approach. There appears to be one or multiple stents placed in the main pulmonary artery (mpa) that are not fully expanded with a waist present in mpa. Difficult to determine if the distal pre stent(s) are fully expanded. There is either a melody valve or cp stent in the proximal mpa or rvot. The distal melody or cp stent appears to be almost fully expanded. The proximal melody valve or cp stent on the right/posterior is not fully expanded. There is slight caudial and right anterior oblique (roa) projection as well. Rvot pre-stent in lateral projection. Waist noted in the most distal portion of the cp stent or melody cp frame. The most proximal portion is not fully expanded in this view. Rvot pre-stent pa ¿ ap projection with cranial 29 degrees and rao 3 degrees. There are now wires in both pulmonary artery (pa) branches. Distal stent(s) appear to under expanded with a waist present in the pre bifurcation area. A cp stent or melody valve appears to be under expanded in the most proximal portion. Rvot stent infolded after first ensemble in the lateral projection. The distal stent(s) appear to more completely expanded. The most proximal portion of the cp stent or melody still appears to not fully expanded. In conclusion, there appears to be one or more distal stents one of which may be an ev3 open cell stent stopping at the pre bifurcation area of the mpa. There is then a more proximal cp stent or melody valve telescoping proximally. The most proximal portion appears to not be fully expanded. Based on the product analysis, manufacturing assessment/evaluation, and investigation, the main probable cause of the kink, introducer tip damage, unable to advance, and positioning difficulties were patient anatomy. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Conclusion for pli 20 (associated device): the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The ensemble ii device was returned to santa ana for visual analysis. The analysis showed that multiple kinks were found on the catheter shaft and the adjustable sleeve. The sheath to hemostasis valve appeared damaged. The outer shaft detached from the hemostasis valve exposing the inner catheter shaft. The outer shaft end that connected to the valve appeared flared. The device was then forwarded to numed (manufacturer) for additional analysis and assessment. There have been no similar other complaints associated with this lot number. The sheath has separated from the hemostasis valve housing. The flange cannot be accurately measured due to excessive stretching. There are multiple kinks in the catheter shaft at the proximal end of the system, and in both the shaft / the sheath. The system would not accept a 0.035" guidewire. There is a slight tear at the distal end of the obturator tip. The cup at the distal end of the sheath is deformed. There are multiple kinks in the cup. The proximal end of the cup has been stretched. The outer diameter of this section measures 5.56 millimeter (mm). Ensemble cups measure was 6.9mm when shipped. In conclusion, the reported complaints, kink and sheath separated from the stopcock valve, are confirmed. In this case, the conditions of the returned catheter are most likely due to patient anatomy. Per the physician, he states that ¿no calcification was noted as the child was young and the anatomy was small. Of note, a sharp turn was required to maneuver the ensemble into the stented right ventricular outflow tract." The condition of the cups (introducer tip of the ensemble) also indicates that excessive force was applied to the system during the procedure. The instructions for use (IFU) for the ensemble ii delivery system states: " do not advance the guidewire, balloon-dilatation catheter, or any other component if resistance is met, without first determining the cause and taking remedial action." Based on the product analysis, manufacturing assessment/evaluation, and investigation, the main probable cause of the kink, separation of component, and unable to deploy were patient anatomy. Vascular / access site complications, such as hematoma are known potential adverse patient effect per the IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the ¿stopcock valve¿ was referring to the hemostatic valve sheath where the catheter body is inserted. It was reported that the patient¿s acute angle was managed during the procedure using a guidewire in the left and right pulmonary arteries, atrial loop, and a stiff guidewire (cook lunderquist). It was reported that the right atrial loop was used before the kink was observed.

Manufacturer narrative:
Updated: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.